Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 18-apr-2024, it was reported that the five infusion set was fell off during use. The infusion set is long for 18-24 hrs. No further information available.